Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged visualization of particles in tubing/chamber. The patient alleged nasal/throat irritation or soreness. There is no allegation of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 updated in this report.

Manufacturer narrative:
Additional information was received on jun 05, 2024, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices the manufacturer previously received information alleging nasal/throat irritation, device blew out black smoke. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation,manufacturer a heat test was performed on the device and humidifier to verify that the temperatures were within the required perimeters required per nirvana prd (B)(4).pil tech performed this test using an asl-5000 a fluke thermometer . The test results showed that the device and humidifier showed temperatures within the threshold required. Using a known good power supply and power cord, manufacturer tech was able to confirm the device powers on and provides airflow. Internal investigation found an unknown brownish contaminant throughout the front/ui panel, on the top enclosure. An unknown dust-like contaminant around the air inlet box. A dust-like material on the rear panel. A cut-like scratch on the bottom enclosure along with unknown and dust-like contaminant. An unknown dust-like material at the base of the rear panel, bottom enclosure. A very light amount of dust-like material on the blower, dried liquid spots on the bottom of the blower indicate potential water ingress. Evidence of sound abatement foam degradation/breakdown was not observed. Manufacturer confirmed no presence of degraded sound abatement foam using a fitt and the associated procedure ER (B)(4). See ER (B)(4). (V01) for the procedure used to make this determination. The device's downloaded event log was reviewed by the manufacturer and found no errors. The manufacturer concludes that unable to confirm the presence of degraded sound abatement foam.and unable to address the patient's symptoms. In this report, sections d9, g3, h3, and h6 have been updated or corrected.